Event description:
It was reported that the patient felt symptoms of tachycardia with a constant racing heart rate. The implantable pulse generator (ipg) device did not show any diagnostic data on the transmission due implant detect not being completed in order to start collecting diagnostic data. Additional information from the clinic confirmed the symptoms were attributed to the device programming. The device setting for create phase was programmed off to resolve the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).